Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 600mg/dl and manual injections were administered to address the bg level. The customer was no longer using the pump therefore tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. Cts educated the contact in regards to common causes of occlusion alarms. The contact declined a follow up call by cts.